Manufacturer narrative:
Concomitant medical products: product ID; 977a260, serial# : (B)(4), product type: lead. Product ID : 977a260, serial#: (B)(4), product type: lead. Lead model: 977a260, lot number: va0tepf002, and lead model 977a260, lot number: va0wwk7022. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was not working and believed there were loose wires. It was noted that the patient sounded frustrated. Indication for use included chronic low back pain, and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.